Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had shut off overnight. The customer's blood glucose level was 375 mg/dl. The customer delivered a bolus via the pump. Tandem technical support (cts) reviewed pump history and confirmed that the customer had received the proper alerts and alarms prior to the pump shutting off and that the pump battery had fully depleted. Cts educated the customer to charge the pump more frequently.